Manufacturer narrative:
Inspected 1 opened/used sensor, unable to confirm sensor anomaly due to sensor sent opened/used.

Event description:
Customer called to report that the needle came out while they were trying to insert the sensor into the serter. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.